Manufacturer narrative:
Continuation of concomitant products: model: dtba1d1, crt-d; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the hospital and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited undersensing on the atrial channel and noted oversensing of t-wave within the atrial refractory period. Neither the oversensing nor undersensing appearto influence device behavior. Follow-up was conducted with the patients clinic. The allied health professional (ahp) at the clinic was able to verify that no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.